Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons unpleasant to remove- vagina [vulvovaginal discomfort], tampons would separate/partially detach from around the center of the string, strings unravel [device breakage], tampons are very unpleasant to remove [complication of device removal]. Case narrative: consumer reported via e-mail that the ultra tampons pull strings unravel and the tampons separate/ partially detach from around the center of the string. No serious injury reported.

Event description:
Tampons unpleasant to remove- vagina [vulvovaginal discomfort] I've had the same unexpected outcome with all of the sizes I purchased. The pull strings continue to unravel, leaving behind small pieces of material for me to later find down there- vagina [foreign body in reproductive tract] tampons would separate/partially detach from around the center of the string, strings unravel [device breakage] tampons are very unpleasant to remove [complication of device removal]. Case narrative: consumer reported via e-mail that the ultra tampons pull strings unravel and the tampons separate/ partially detach from around the center of the string. No serious injury reported. Correction: MDR updated to include retained in body pqc and product path was updated.

Manufacturer narrative:
No failure could be identified as a result of the investigation. MDR updated to include retained in body pqc and product path was updated.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampons unpleasant to remove- vagina [vulvovaginal discomfort] . Tampons would separate/partially detach from around the center of the string, strings unravel [device breakage] . Tampons are very unpleasant to remove [complication of device removal] . Case narrative: consumer reported via e-mail that the ultra tampons pull strings unravel and the tampons separate/ partially detach from around the center of the string. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampons unpleasant to remove- vagina [vulvovaginal discomfort] tampons would separate/partially detach from around the center of the string, strings unravel [device breakage] tampons are very unpleasant to remove [complication of device removal] case narrative: consumer reported via e-mail that the ultra tampons pull strings unravel and the tampons separate/ partially detach from around the center of the string. No serious injury reported.